Manufacturer narrative:
Concomitant products: product ID 8711, lot # j11492r52, implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported that the patient went through withdrawal when he was on morphine sulfate ¿15mg on 50%¿ in 2005-2006. The pump accidently ran out of medication. The patient knew he was going through withdrawal because his senses were dulled and he started to sneeze. The patient stated ¿withdrawals are a special hell on earth¿. It was later reported that the patient had misunderstood and missed the appointment. At that time, ¿back in 2007¿, there was reportedly 15% solution. It was reported in (B)(6) 2013, the patient had bupivacaine, morphine and ¿one other medication¿ in his device. At that time, the health care provider (hcp) discontinued the bupivacaine and other medication. Therefore it was unclear if just morphine or if additional medication had been in the patient¿s device at the time of the reported event. Additional information has been requested, but was not available as of the date of this report.